Event description:
It was reported that when the implantable neurostimulator (ins) was first implanted it helped ¿just very little¿ and ¿never like [the patient] thought it would.¿ it was noted that there was a loss of therapeutic effect. The patient stated she thought she had too much chronic pain in her leg and other chronic pain areas. The patient stated she thought her brain sent signals to the worst pain. The patient noted she used the implantable neurostimulator (ins) for the first year and then ¿random¿ up to three years after that. The patient stated that she used it even though it did not work. The patient noted that it was implanted for sciatica leg pain. The patient stated that she had leg pain, then had back surgery, and then had the ins implanted. It was noted that then she had ¿other medical issues¿ and the stimulation never really did much for her. The patient asked what to do with the patient programmer and recharger because her system was removed on (B)(6) 2014. The patient stated it did not do anything for her and was in ¿desperate need of an MRI.¿ the patient noted that the MRI had nothing do with the device or therapy. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# v044336, implanted: (B)(6) 200, explanted: (B)(6) 2014, product type: lead. Product ID: 3708340, serial# n(B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).